Event description:
Had lasik done in 2002 at the age of 38 and now at 49 I'm told that I need cataract surgery done. Doctor advised that people with lasik surgery are showing signs of early cataract help. Dates of use: (B)(6) 2002 - (B)(6) 2013.